Manufacturer narrative:
(B)(4). This complaint for the system error 2240 (air in line) occurred during initial drain was not confirmed due to a lack of sample. Not enough data is available within the complaint to identify root cause; therefore, the root cause of the complaint was not determined. The nurse verified that the home patient did not have any loose connections, disconnections or defects on the supplies. Similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). The lot number was not provided; therefore a batch review cannot be conducted. The sample was discarded. Should additional information become available, a follow up MDR will be sent.

Event description:
A home patient (hp) contacted global technical services regarding a system error (se) 2240 alarm that occurred on the home choice (hc) unit during initial drain. The hp stated there was air in the patient line. The technical service representative (tsr) assisted the hp with clearing the alarm then explained a se 2240 indicates a large amount of air has entered setup and that the hp needed to end therapy and start over with new supplies. The patient was involved but there was no patient injury or medical intervention reported. A follow up was made via phone call. The nurse stated that the issue was resolved, however, the cause of the alarm remained unknown. The nurse verified that the hp did not have any loose connections, disconnections or defects on the supplies. Per nurse, the hp did not receive any injury or medical intervention as a result of this incident. The nurse stated that the hp is doing fine and continuing therapy without issues. The nurse stated that the hp had discarded the supplies after therapy, and did not know the lot numbers. No allegations were made against any of the hp's dialysis products. No further information was provided.